Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. A philips filed service engineer (fse) inspected the system on site and confirmed the reported issue . Analysis of the log file confirmed that the malfunctioning x-ray pc was the cause for the reported issue. Troubleshooting actions by fse indicated that there was hard disk drive(hdd) and memory error in the x-ray pc. Fse reconnected hard disk drive (hdd) cables, cleaned memory cards and also re-installed x-ray pc software . After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray pc did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.